Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture. A revision procedure was performed and it was noted that the lead fell. The lead was explanted and replaced with an active fixation lead. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.